Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s20 fe 5g / 2.8 / android 16.

Event description:
It was reported that pump malfunction occurred after customer wore pump in pool, and pump screen became dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.